Event description:
Event description guidant received information that preimplant interrogation of this implantable cardioverter defibrillator (ICD) revealed a battery status of middle of life 2 (mol2) and a corresponding voltage of 2.62 volts. The device was not used.